Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the device was found to be in backup mode. No additional information was available.